Event description:
Patient reported in (B)(6) she had a cyst on the incision and it was surgically removed in (B)(6). Following that surgery, the pump incision was still red, inflamed, hot and she had a fever. Patient stated she thinks she had an infection. Reported she then went to see her health care provider (hcp) who recommended the pump and portion of the catheter be replaced immediately; she had surgery on (B)(6) 2012 and has been doing much better since. Later, the patient reported a previous doctor did not want to check her "tubing" and the patient stated he "butchered my stomach, 6 incisions in 1 year." Reported she had gone back for a post op visit this past friday where he removed the old pump and implanted a new pump and did not need to re-implant the old catheter. Patient stated she was told the "tubing was such a mess that it wasn't hardly operating." Reported her hcp was able to un-kink the catheter and made sure drug was infusing before he closed. Per the patient, the physician had to do three incisions in one surgery; one incision to remove old pump, one to place new pump, and one on her back to place the catheter. Patient reported the physician had to put the new pump in on the other side because there was too much damage from the previous doctor. Patient also reported that back in (B)(6) 2012, she had reported to previous hcp that the pump is inflamed and hot, but he did not do anything, just laughed at her. It was later reported per the health care provider, the pump contained morphine. Per the hcp, a fever and cyst on the pump incision site were reported. Along with no further fevers and "stitch placed at area of drainage" on (B)(6) 2012. The outcome of the patient was no injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the patient's pump had been explanted due to concerns for infection. After four surgeries, the patient's new physician was able to resolve her pump issue. No additional information was available at the time of this submission.

Manufacturer narrative:
The pump had been explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted:/explanted: unknown; product type catheter; product ID 8596sc, serial # (B)(4), implanted:/explanted: unknown; product type catheter. (B)(4).